Event description:
Customer reported receiving an error 3 on her precision qid blood glucose meter and was unable to obtain a result. Although she reported using another meter, the customer felt that her blood glucose was dropping and reported feeling "sweaty, confused, anxious and moody." Customer also reported feeling symptoms of a "seizure" and reports "blacking out." Customer reported drinking juice and eating dinner to stabilize her glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.